Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 436mg/dl. Troubleshooting advised customer to check with another meter as customer thought the blood glucose level was incorrect. Customer declined high blood glucose troubleshooting and wanted the call transferred.